Manufacturer narrative:
Customer had diluted 3ss880 10 a 0.8% cell concentration and tested the sample in gel. A 1+ reaction was observed with cell ii. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory.